Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, file kit testing, a search for similar complaints, and a review of labeling. A file kit of architect stat troponin-I reagent lot 40478un10 was tested. Calibrations and quality controls were all within specifications. Tracking and trending identified no elevated complaints for architect stat troponin-I reagent lot 40478un10. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample processed using the architect stat troponin-I assay generated a falsely elevated result of 0.82 ng/ml. The sample was repeated on another analyzer obtaining a result of 0.07 ng/ml. The sample was then repeated on the original analyzer producing a value of 0.07 ng/ml. The customer uses a diagnostic cutoff value of 0.3 ng/ml. A corrected report was sent out with no adverse outcomes reported related to this issue.